Manufacturer narrative:
Original surgery was performed by the dr. In 1998, using hutchison hsl 0340 saline-filled implants, which were filled to an unknown volume. Patient is due to have bilateral replacement surgery on as yet an unknown date. Visual inspection identified no damage. Pressure testing identified a valve shell tear underneath the valve strap near the left valve strap anchorage point on the anterior surface, measuring approx 3mm in length. The tear is located on the 9 o'clock position. Microscopic examination (x10) of the tear identified ragged edges which are indicative of an excessive force having being used. The product met all manufacturing and quality specifications post MFR. The tear is not a manufacturing fault.